Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number:(B)(6). G2 foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00956. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, during incoming inspection on (B)(6) 2023, the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. There was no patient involvement and no impact to user. Due diligence information complete. No additional information available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.